Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 33-year-old female patient presenting with cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The patient arrived to the hospital for dnc, and disseminated intravascular coagulation (dic) occurred during/after the procedure, prompting urgent transfer to the operating room for ECMO placement and intra-aortic balloon pump (iabp). The iabp was switched out for impella later in the or. The patient had received blood products before impella placement, and additional blood products were given during transport and while on support in the ICU at another facility. Bleeding was observed from these access sites (radial, ECMO, iabp) during support, attributed to dic. Since the impella was placed in a previous iabp access site, it was unclear if bleeding complication occurred at insertion or could be attributed to impella placement. At the end of the procedure, no bleeding was observed specifically at the impella site. The patient remained on support and survived to explant. Bleeding may be due to underlying coagulopathy (dic), multiple access-site interventions, and critical illness, with blood product administration required throughout the clinical course.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.